Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 multifocal iol (intraocular lens) +19.5 diopter was implanted in the patient's left eye (os) on (B)(6) 2018. One day post-op, the patient complained of blurred vision and was unable to see near or distance. Reportedly, the lens was explanted on (B)(6) 2019 as the patient did not adapt well to the lens and was not able to focus. The account commented that there was no issue with integrity of the lens. A zct150 +19.0 diopter lens was implanted as a replacement. The incision was enlarged, but no vitrectomy was performed and no sutures were used. Post lens exchange the patient reported blurred vision and had substantial cornea edema. No additional information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR 3011852734-2019-00074, the wrong date was reported. 03/27/2019 should have been entered. It has now been updated in this report. Additional info: device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in half, most probably to make the explant possible. Based on the condition of the return, further analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.